Event description:
It was reported during emergency room assessment that the right ventricular lead exhibited low defibrillation impedance. Programming changes were successfully completed. The patient was stable.